Event description:
It was reported by the patient that caffeine and chocolate have an effect on the patient with arrhythmias occurring as a result. The patient also reported that when they were hospitalized with pneumonia the device was checked, and whatever they did, their heart was doing "all kinds of weird stuff" afterwards. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.